Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose reading of 465 mg/dl and treated with insulin pump. Customer also reported a blood glucose reading of 375 mg/dl and would like to deliver a bolus. Customer was advised not to treat the high blood glucose due to a 21unit active insulin was still in the insulin pump. Customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.